Manufacturer narrative:
The msc tip cover accessory was returned and evaluated. Per the customer reported complaint, engineering observed the tip cover has three holes burned through the silicone. The holes range in size from .008 inch in diameter to .070 inch wide and was oblong in shape. The holes are positioned at .300 inch, .540 inch and .565 inch above the silicone to sleeve interface, with the .008 inch hole adjacent to the oblong hole. All holes exhibit localized melting of the silicone, indicating multiple arcing events occurred. Engineering determined the arcing is due to insufficient dielectric strength of the silicone, and high cautery settings per the IFU, maximum monopolar setting for valleylab force fx generator in coag fulgurate mode is 38 watts, however, site has been known to use 20 to 50 watts during their surgical procedures.

Event description:
It was reported that in the middle of a da vinci proctectomy procedure, while dissecting the prostrate, the surgeon noticed sparks and a burn mark was observed on the prostate in a different location. The surgeon immediately stopped the surgical task being performed and the monopolar curved scissors mcs tip cover accessory was inspected, at that time a hole in the mcs tip cover was noticed. The mcs tip cover was replaced and the planned procedure was completed with no delay. No additional patient harm, adverse outcome or injury was reported.